Event description:
During a stereotactic breast biopsy, physician has injected lidocaine to numb the area, 25gx12 needle broken off from the hub and retained. The needle was removed following day with the help of ir. FDA safety report ID # (B)(4).